Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose of 30 mg/dl. The paramedics were called and the customer was treated with a glucagon shot administered by her neighbor and IV medication by the paramedics which caused her blood glucose to go high over 600 mg/dl. Customer also reported that the sensor glucose kept reading low and when she got up, her blood glucose was high at 515 mg/dl. The customer stated that the current sensor glucose was 140 mg/dl and her blood glucose was 244 mg/dl. Customer stated that low was caused by over delivering insulin for food.